Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room due to low blood glucose level. Customer had blood glucose level of 22 mg/dl. Customer was not using auto mode. Customer was alleging insulin pump for over delivering. The reservoir will not be returned for analysis.